Event description:
On (B)(6) 2025, the user reported receiving an "insulin occlusion" alert. The agent instructed the user to resume insulin delivery. The user, who has limited hand mobility, was unable to disconnect the tubing but confirmed that insulin delivery resumed and the ilet was functioning properly. Blood glucose (bg) was 120 mg/dl and unaffected. No symptoms were reported, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.